Event description:
The sterile bag containing lines 13-16 was not sealed, sterile, but not sealed. The tyvek portion was sealed, the plastic bag was not sealed.

Manufacturer narrative:
The product was not returned for evaluation. If the unsealed header bag does not compromise the sterility or functionality of the kit but creates a kit that does not meet customer expectations. The tyvek lid stock creates the "sterile barrier" for the contents of the tray while the header bag packaging is included at the request of the customer. Moving forward, all complaints related to lot 14104-04 will be monitored to determine if the unsealed header bag is a repeated complaint or if it is an isolated issue. In addition, all mcp assembly operators will be re-trained to the appropriate procedure related to the unsealed header bag. (B)(4).